Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with an ovation alto abdominal stent graft system. During the procedure, an intraoperative 1a endoleak was not resolved at the end of the procedure. An addition follow up was completed and the type 1a endoleak still persists. The patient was reported as doing ok and is being monitored.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident-related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the type 1a endoleak was confirmed. This is consistent with the reported adverse event/incident. The most likely causation for the type 1a endoleak is anatomy related. The conical neck (p2 to p3) was 11.8%, this likely contributed to the reported event (anatomy related). The neck from (p2 to p2 +7) was 6.3%, within the IFU. The final patient status was reported as doing okay and under surveillance. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: d1: brand name has been updated; g4: date of received by manufacturer; h6: device code: remove code 3190; h6: result code: remove code 3233; h6: conclusion code: remove code 11.